Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2010 and performed to specification up to the 28th july 2013. The device failed multiple self tests due to a low battery between 4th august 2013 and 25th may 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between 27th july 2014 and 7th may 2015. The pad-pak became depleted during this time and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed on the pogo pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.